Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a high blood glucose value of 466 mg/dl. Customer stated that he got a low battery alert and insulin pump went dead. The customer was treated with bolus. Customer declined to trouble shoot for high blood glucose. It was unknown weather customer was using auto mode or not. The device will not be returned for analysis.